Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that ipg failed to established communication with external devices and was deemed inoperable. Patient had not charged ipg in a few years and last felt stimulation about 4 months ago. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. The patient's leads were also replaced (reference manufacturer report number 1627487-2019-07118, 1627487-2019-07119). Effective therapy was restored postoperatively.